Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified and the monitor board was replaced to remedy the issue. Further evaluation of the board could not be determined the root cause. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.